Event description:
I went to see two ophthalmologist m.d. For red eyes symptoms. After eye dilation exams, both drs came to the same conclusion, that I have pingueculum, which is due to too much sun exposure and is not serious. However, I decided to go to medical center to get a third opinion. A picture was taken on the back of the eye, a visual field test showed no blind spot, and a tsh blood test showed no thyroid problem. Dr still thinks I should do an eye CT scan to see if there is anything like tumor pushing my eyes out. I told my dr that I have big eyes since birth. Dr assured me, the CT test is safe since he has done it himself. I decided to do the test since his remark made me worried sick. I also asked the tech about the safety of the CT scan, and he replied that it is safe because the FDA approved it. He also said it is equivalent to 10 chest x-rays. I later found this is not true. It is equivalent to 2 msv or 100 chest x-rays. I would not do the CT scan if he said 100 chest x-rays. During the scan, I noticed nobody informed me about the x-ray risks. The procedure is not strictly enforced. The tech can do multiple scans and I would not know about it. Furthermore, I found later that the report was given to the wrong dr! The next day, the radiologist called me to repeat the test because the tech scanned a little bit low on the left eye brow. Fortunately, dr said, he is happy with the test, does not need a re-scan. The scan result was negative and dr dismissed my case and concluded that my eyes are fine. Four weeks after the CT scan, I experienced blurred vision on both eyes for one week. I could not see the clock on the wall, six feet away. In 2008, I went to see 2 more ophthalmologist drs and both observed the vitreous detachment. At first, I had one big floater -1/4 of an inch- in my right eye and strands of cloudy floaters on my left eye. I called first dr and he said, CT scan does not do this to my eyes. He said everyone will experience vitreous detachment eventually and my case is just a coincidence. I think this is likely if only one of my eyes does this. Both of my eyes were found to be fine after 3 drs have done eye dilation exams. Six weeks after the CT scan, both my eyes have vitreous detachment at the same time. Now, 4 mos later, both my eyes have so many floaters that I can not keep count! It is like looking through a broken windshield of a car. The CT scan has damaged my eyes. It also destroyed the quality of my life and family. I work so hard to be a good american citizen and became a test engineer. Now, my career is in jeopardy and I always live in fear that I will become blind. I am trying to support my children, my wife, and my parents. There is not one day I don't regret having the CT scan done. There was no need to have the test done because all I have is pingueculum. The CT scan was not done for my benefit buy may be for other interest.